Manufacturer narrative:
The device was not returned. The quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that a piece broke off of the blade and fell into the surgical site. There complainant was not aware of any adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned.

Event description:
It was reported that a piece broke off of the blade and fell into the surgical site. There complainant was not aware of any adverse consequences or surgical delay as a result of this event.